Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer's mother could not verify pump serial number or data and advised to call back with the information to troubleshoot.